Event description:
It was reported that the syncav function was not working appropriately. There were some intrinsic right ventricular (rv) beats that didn¿t have syncav applied outside of normal synchav testing. Programming changes were made. The patient was asymptomatic and in stable condition.